Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandson reported via phone call that his grandmother had experienced high blood glucose. The customer¿s blood glucose level was 428 mg/dl at the time of the incident. Customer stated he wasn't doing anything and the pump alarmed and changed the set and left over. The customer was advised to reconnect tubing at quick set release and prime a 5 units fixed prime or fill cannula and the insulin exit. The insulin pump will not be returned for analysis.